Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a liberte stent delivery system (sds) with stent and no original packaging or other devices. There was contrast on the shaft of the device. The balloon was tightly folded with the stent secured on the balloon between the markerbands. The first three proximal rows of stent struts were flared and bent. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the stent damage or the reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2014. It was reported that during crossing difficulty occurred. The 2.75mm x 16mm liberté stent was advanced but was unable to cross the target lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, returned device analysis revealed stent damage.